Event description:
It was reported that the patient experienced urinary retention and the cuff size was too small with an artificial urinary sphincter(aus). The aus cuff was explanted and a new 4.5cm aus cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient experienced urinary retention and the cuff size was too small with an artificial urinary sphincter(aus). The aus cuff was explanted and a new 4.5cm aus cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.